Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent infusion set cannula and mentioned that they experienced high blood glucose of 430mg/dl at the time of the incident. The customer stated that they had to change their infusion set five times due to bent cannulas. The customer declined high blood glucose reading and bent cannula troubleshooting. The insulin pump will not be returned for analysis.